Event description:
It was reported that the device had reached elective replacement indicator early. The device was explanted and replaced. No patientc omplications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device revealed normal battery depletion. Concomitant product: 5076 implantable pacing lead (B)(6) 2004; 6947 implantable tachy lead (B)(6) 2004. (B)(4).